Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending, upon the return of the product.

Event description:
In 2009, the distributor reported that during surgery, the spring of the instrument broke. The surgeon was able to retrieve the pieces from the wound. There was a surgical delay of 30 minutes.